Manufacturer narrative:
Supplemental was submitted upon further review for the addition of device code.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that there was premature battery depletion. The spinal cord stimulator (scs) had worked great for 2 weeks but then it had went dead and she was never able to recharge it. During the replacement surgery, the battery depth was observed to be too deep. The recharging ability was tested when the battery was replaced and no bars were achieved. The pocket was made a little more shallow and recharging was tested again. (B)(4) bars were achieved on the first try. It was not sure if this was the issue. No patient symptoms or complications occurred and the patient was noted to be alive with no injury. Further follow-up was performed to confirm the patient was able to received effective therapy with the new device. This event will be updated if additional information is received.

Event description:
Additional information received reported that the patient had not had a revision and her surgery date was cancelled. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
It was reported that since implant the patient been having coupling and recharging issues. The patient at the time of the call was getting no coupling bars when attempting to charge and the majority of the time is only able to get two bars filled in. The patient has tried charging in several positions and none have resolved the problem. While on the call the patient attempted an antenna locate which yielded 24/26. The patient also noted they were unable to connect with their patient programmer and when she is able to sync it is showing they need to charge their implantable neurostimulator (ins). On (B)(6) 2014 the patient met with their manufacturer representative and the manufacturer representative was able to get 54-58 during the antenna locate using their own implantable neurostimulator recharger (insr) but when the patient performed the antenna locate with insr they only got 22-28. On the second call the patient was only seeing 2-4 coupling bars. The patient was still unable to connect with their patient programmer. The manufacturer representative noted the implant looked a ¿little deep¿ but the incision looked healed and the bandage was off. An x-ray was scheduled and results of the film confirmed there was no flip of the device. The cause of the event was still unknown so the health care provider (hcp) scheduled a surgery on (B)(6) 2014 to determine the cause. The patient was last known to still have no therapy and being unable to charge. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information after the surgery scheduled for (B)(6) 2014. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID a01411002, serial# unknown, product type: recharger. (B)(4).

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found no significant anomaly. The battery had reduced capacity due to over-discharge.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device was returned to the manufacture and the patient is doing great.